Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual- - inspection of the endoscopic system operation manual - important information ¿ please read before use - warnings and cautions. The device evaluation found the image appeared with horizontal stripes and black/white vertical stripes, and during the hot/cold water test the image was blurred. In addition, the charge coupled device (ccd) unit was damaged. The instrument channel was leaking due to a perforation in the tube. The image guide protector, switch 1 and switch 2 were worn and had discoloration. Per the legal manufacturer, this has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the switch electrical interface was worn, and after working for about ten minutes, white vertical bars appeared in the image. The issues were found during preparation for use. There was no patient nor user injury reported. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.